Event description:
It was reported device misdiagnosed patient ventricular tachycardia as sustained ventricular tachycardia. Review of electrograms indicated that morphology discriminator misdiagnosed the rhythm. Programming changes were suggested. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).